Event description:
1. Situation: there were no mechanical troubles. 2. Timing: after mapping atrial tachycardia using octaray, between the ablation of the posterior wall of the left atrium conducted using the qdot micro catheter and the subsequent ablation. 3. How to complete the procedure: the procedure was interrupted there, and the treatment for the event was taken. Septal puncture was performed with rf needle. Description of health hazard: hematemesis, epistaxis. Physician assessment of the health problem: non-serious (moderate/minor). Prolongation of hospital stay: no. Coloring setting of visitag: tag index. The physician's opinions on the relationship between the event and the product (comments): there was some resistance during an I-gel insertion to the patient. Blood accumulated in the oral cavity due to an oral injury caused at that time, which was further exacerbated by the effects of heparin in the procedure, leading to bleeding. Ablation was conducted near the posterior of the esophagus, but this was recognized as an unrelated event. Were any abnormalities observed prior to use of the product? None. Were any abnormalities observed during use of the product? None. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).